Manufacturer narrative:
The insulin pump alarmed prime alarm during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received a missing end cap sticker.

Event description:
It was reported that the insulin pump is in the rewind loop. Customer's blood glucose reading is 116 mg/dl. The insulin is squirting out during the rewind process and the insulin pump is alarming prime alarm. The drive support cap is slightly indented. Nothing further reported.